Event description:
It was reported that the patient experienced a hemorrhage. The 90% stenosed target lesion was located in the calcified proximal and middle section of the right coronary artery. A rotalink advancer and a 1.25mm rotalink burr were selected for use. During the procedure, it was noted that the burr could not cross the lesion and the patient experienced abrupt massive hemorrhage. After rescuing, the patient's condition became stable. The burr was simply pulled out from the patient's body and the procedure was not completed due to this event. No further complications were reported and the patient was stable post procedure.